Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported by the sales rep that there is revision surgery - cup revision due to dislocation of the hip after surgery in (B)(6) 2022.

Manufacturer narrative:
Reported event an event regarding dislocation involving an exeter shell was reported. The event was confirmed via clinician review of the provided medical records. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: I can confirm that the patient underwent a primary total hip arthroplasty and sustained a subsequent dislocation, and then underwent a revision procedure for instability treated with a constrained articulation. I can do so because I was able to see the x-rays associated with these events. I cannot determine the root cause with certainty. Causes of early postoperative dislocation are multifactorial including surgical technique factors, especially repair of the capsule and muscle layers, positioning of the implants, patient activity factors including bmi and adherence to postoperative instructions, and trauma if present. I would not assign any causality to the implant system itself. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant indicated: I can confirm that the patient underwent a primary total hip arthroplasty and sustained a subsequent dislocation, and then underwent a revision procedure for instability treated with a constrained articulation. I can do so because I was able to see the x-rays associated with these events. I cannot determine the root cause with certainty. Causes of early postoperative dislocation are multifactorial including surgical technique factors, especially repair of the capsule and muscle layers, positioning of the implants, patient activity factors including bmi and adherence to postoperative instructions, and trauma if present. I would not assign any causality to the implant system itself. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the sales rep that there is revision surgery - cup revision due to dislocation of the hip after surgery in (B)(6) 2022.